Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A journal article titled 'artificial intelligence prediction of postoperative rotation stability after toric implantable collamer lens implantation'. Reports that lens rotation, minor refractive over/under correction. Lens repositioning was performed.